Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on: (B)(6) 2004: the patient presented with pre-operative diagnosis of lumbar disk degeneration with low back pain and right leg radiating distress (radiculopathy) and underwent multi-level lumbar diskography with adjunction fluoroscopic supervision, utilization, interpretation by this surgeon. On (B)(6) 2005: the patient presented with preoperative diagnosis of degenerated disk, back pain and radiculopathy l5-s1. And underwent anterior radical discectomy anterior lumbar interbody fusion, insertion of prosthetic device and anterior instrumentation. Insertion of on infusion pump. On (B)(6) 2005: the patient presented with preoperative diagnosis of degenerative disk disease with associated disk herniated and radiculopathy refractory to conservative measures. The patient underwent anterior radical discectomy, l5/s1 followed by another lumbar fusion with insertion of 12 mm lordotic small cage packed with rh-bmp2/acs(allograft)/ followed by anterior instrumentation plate system/ fluoroscopic superficial utilization, interpretation by this surgeon. Per-op notes: the patient was brought to the operating room. Patient was placed on the jackson table. The abdomen was prepped and draped in normal sterile fashion. Incisional approach was identified, developed, and facilitated by dr. Dissection was carried down to the underlying disk space. Ethicon chopstick elevation facilitated exposure of the appropriate disk from fluoro. Great vessel mobilized. A radical diskectomy was performed. This was initiated first by electrocautery bovie and then continued with sharp knife, followed by curets, spine-tee pituitary, and ultimately kerrisons. An adequate and gratifying radical diskectomy was performed extending this to the posterior lateral recesses decompressing this level. A catalyst was available for placement of the cage in the atraumatic fashion. The level was templated and it was felt that a 12 mm lordotic cage would be stable. This was ultimately placed, achieving anterior column restoration while simultaneously in and then indirectly decompressing the foramina bilaterally. The cage was packed with rh-bmp2/acs. Additional rh-bmp2/acs-soaked collagen sponges were placed on either side of the cage. This done, this space was templated and an 41 mm plate was chosen. This was secured with 22 to 24 mm screws. A total of four screws were utilized. These were locked and torqued to appropriate values and locked to the plate. This completed the anterior instrumentation to prevent cage migration and/or rejection. Fluoroscopic supervision, utilization, interpretation performed by this surgeon, not only to confirm the level but also to facilitate the decompression and instrument placement to include cage and plating system. On (B)(6) 2008: the patient presented with preoperative diagnosis of right carpal tunnel syndrome and underwent right, mini-open tunnel release. On (B)(6) 2008: the patient presented with preoperative diagnosis of left carpal tunnel syndrome and underwent left, mini-open carpal tunnel release.